Manufacturer narrative:
The insulin pump unable to prime during the prime test and alarmed during the basic occlusion test due to protruded/loose drive support disk. No motor error alarm. Motor passed motor test. Scratched lcd window, cracked display window corners and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 117 mg/dl. Customer is unable to exit the prime loop. The insulin pump also alarmed motor error. Customer was unable to remove the reservoir. The insulin pump will be replaced. Nothing further reported.